Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The cause for this event is unknown. Hemorrhagic accidents: vascular rupture - perforations are known inherent risks of the neurovasculature procedure, and is documented in the onyx instruction for use.

Event description:
Medtronic received information that during the embolization procedure the patient suffered an acute bleed. No further information was provided.

Event description:
Medtronic received additional information that the location of the acute bleed was subarachnoid. There was no treatment provided from the acute bleed. The bleed was asymptomatic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The embolic material was not returned as it was consumed in the intervention. Hemodynamic changes induced by the liquid embolization procedure may result in neurological complications that are known inherent risks and are documented in the liquid embolic material¿s instructions for use (IFU). There is no evidence to suggest that the device did not perform as intended or that the device was defective, and the exact cause of the event remains unknown. All products are 100% inspected for damage and irregularities during manufacture. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the embolization procedure of an arteriovenous malformation (avm) with liquid embolic material, the patient experienced atelectasis [respiratory, thoracic and mediastinal disorders] which required inpatient hospitalization /prolongation of existing hospitalization and patient intubation. The patient experienced left upper extremity ¿hemiparesis hypoxic due to severe respiratory disorder associated with comportment and deglutition disorders¿. The patient was intubation and the left upper hemiparesis was still present.